Event description:
It was reported that the patient presented to the emergency department with significant bradycardia. The patient passed out from at rio-ventricular block, which was caused by a possible fracture of the right ventricular (rv) lead. The lead exhibited high impedance, loss of capture, a polarity switch warning, and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.